Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient was experiencing ineffective stimulation on their right l4 drg lead. Surgical intervention was undertaken on (B)(6) 2021 and the lead was explanted and replaced.